Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up, noise artifact was observed with deep breathing on this right ventricular lead. A cat scan confirmed vessel perforation as root cause. The patient was hospitalized with therapy deactivated pending a lead revision. No other adverse patient effects were reported. Field follow-up confirmed a lead revision was completed. The lead was successfully repositioned without any additional adverse patient effects. The product remains implanted and in service.